Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited endoscopic image keeps freezing by itself. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the thirty minute delay, the probable cause was unable to be identified however, due to the image freezing, there was a delay. Regarding the image freezing by itself, the probable cause was unable to be identified. A definitive root cause cannot be determined olympus will continue to monitor field performance for this device.